Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise. No intervention was performed, and the patient was pending rv lead revision. There were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead was also over-sensing the noise exhibited. The rv lead was explanted and replaced. Patient condition was stable.